Event description:
It was reported that the patient underwent a lumbar fusion procedure at l3 to l4 using rhbmp-2/acs on (B)(6) 2011. Patient's post-operative period has been marked by lower back pain. Patient continues to experience consistent back pain which radiates to both of his legs. He also experiences numbness below his knees and uses a cane to assist with mobility. He also has difficulty sleeping.

Event description:
It was reported that on (B)(6) 2011: the patient was preoperatively diagnosed with l4-l5 left annular tear. Focal protrusion at l4-5. L4-5 herniated nucleus pulposus.l5-s1 retrolisthesis. L3-4 disk derangement with desiccation and loss of disk height. L3-4 facet reactive changes with fluid in the left facet joint and hypertrophy and irregularities on the right facet and underwent the following procedures: right lateral retroperitoneal approach to the lumbar spine. Subtotal diskectomy at l3-4 through a lateral approach. Interbody fusion with a 10 mm x 53 mm peek (polyetheretherketone) biomechanical cage with rhbmp-2/acs and allograft cancellous chip. Partial corpectomies at l3 and l4 through anterolateral retroperitoneal approach. Posterior bilateral hemilaminotomies at l3-4. Posterior lateral instrumented fusion with allograft cancellous bone and trans facet pedicle screws measuring 5.5 x so mm, left l3-l4 and right l3-l4. Interspinous/interlaminar fixation and fusion using 8 mm fixation clamp with allograft cancellous chip. Use of spinal cord monitoring and fluoroscopy with professional interpretation.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.